Manufacturer narrative:
Result: brake crank assemblies.

Event description:
It was reported by svc report that the brake pedals were jammed on both sides and the brakes could not be engaged. No pt involvement or adverse consequences are reported.